Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced weakness in the lower extremities following a trial procedure on (B)(6) 2019. Patient also reported falling. As a result, the lead was pulled on (B)(6) 2019. Weakness has resolved.